Manufacturer narrative:
Our evaluation of the risk, which follows guidance from iso 14971, indicates that the overall risk for the reported failure is low. This evaluation is based on our track and trend analysis and risk management files which are evaluated and updated constantly based on post market surveillance. All the archive samples tested were within the product specification requirements. As part of our continued commitment to our customers, sol millennium will continue to monitor the complaints trend for the reported failure mode and take any corrective action based on our procedures, if a significant pattern emerges. Unconfirmed.

Manufacturer narrative:
Investigation in-progress.

Event description:
Customer reported - push button resistance: when pressing the push button in the direction of the arrow, users reported that the force required is not consistent and generally too high. Air bubble retention: air bubbles are frequently observed inside the barrel and do not release easily, even after tapping. Larger bubbles eventually disappear after strong tapping, but small bubbles are especially persistent.